Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a peripheral interventional procedure, the balloon would not inflate. The lesion being treated was located in the subclavian. Following deployment of a wallstent, the physician advanced the ultrathin diamond balloon for post-dilation. However, with two attempts he was unable to inflate the balloon. Therefore, he used another manufacturer's balloon to successfully complete the procedure, and no patient complications were reported. Patient status was reported as 'stable'. Analysis found a pinhole leak on the balloon.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded but not wrapped around the shaft. There was dried media inside the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). A pinhole leak was visible 10mm distal to the distal end of the proximal markerband. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).